Event description:
It was reported that the patient wanted more left sided coverage. The patient underwent a revision procedure wherein the lead was moved over to the left more. The lead remains implanted and the patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.